Manufacturer narrative:
The table was examined by a berchtold field service technician. After performing a visual examination and a performance test through all motions of the table, it was noted the table was in ok condition and the main pendant performs all functions except for moving the back down. Hand pendant was replaced as a result.

Event description:
It was reported that during a procedure while in beach chair position with beach chair attachments, the table allegedly went into full trend without anyone touching it. They removed the pt from the table and no injuries or delays were reported.